Event description:
A prodisc-c loosened 11 months post operatively and was explanted; patient was revised to fusion.

Manufacturer narrative:
Information was not provided during initial report. Additional information was requested, however, returned document did not include this information. Investigation could not be completed, no conclusion could be drawn as no device was returned. Device history record review has been requested.